Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited an impedance measurement greater than 2000 ohms. The pacing threshold had also increased. A fracture was suspected. The lead was explanted during a scheduled device replacement procedure. No adverse patient effects were reported.